Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set up joint (suj) was analyzed, and the error was confirmed in the field via logs, but was not replicated in house, the wire harness and fiber will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform a failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system gave error 32100 on set up joint (suj) 1 and arm 1 was disabled. The procedure was completed with 3 arms. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Isi technical support was contacted for troubleshooting and a complete replacement of the proximal suj was required. The system alarmed recoverable error 32100 indicating error recovery or deactivation of the arm. The customer attempted to recover from the error, but the error could not be resolved. The customer then deactivated the arm and completed the procedure with the other three arms.